Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to determine whether the issue was related to the server or another source, but medication orders for two patients were not transferred from the electronic health record to the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that the issue was resolved. The customer stated that the issue was related to the interface with the electronic health record (ehr) and that it had been resolved on their end. No further investigation was required. The system functioned as intended after the issue was resolved.